Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 370 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient was nauseous. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the parent changed out the pod and gave water to drink.

Manufacturer narrative:
The pod was received fully deployed. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was used in an attempt to download the data. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and connected to the external power supply in an attempt to pair the pcb assembly with the master pdm. This attempt was successful and the data was able to be downloaded. The download data showed that an 0x40 alarm had been generated by the pod after 803 pulses. No timeouts were observed, though a failure of the rotational sensor to transition after 25 pulses was observed. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. Evidence of corrosion was found on several components inside the pod, including the batteries, pcb assembly, and commutator cap. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula 0.259 in. From the soft cannula nailhead. This tear resulted in an internal leak that contributed to the observed corrosion. Inspection of the drive mechanism components found no damages or manufacturing deficiencies that would prevent the ratchet gear from rotating. As the pod could not be rerun due to the pcb assembly being removed, it could not be conclusively determined if the corrosion observed on the commutator cap resulted in poor continuity between the commutator cap and rotational sensor springs that contributed to the 0x40 alarm. The exact cause of the 0x40 alarm could not be determined.